Event description:
Adverse event(s): "fuzzy vision" (blurred vision); "glare" (visual disturbances). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgical tech reported a pt experiencing "fuzzy" vision following bilateral intraocular lens (iol) implant surgery. The pt also reported experiencing glare. The iol was exchanged. The tech reported the pt's vision was much sharper following the exchange. Additional info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 05/13/2010 and 05/17/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).